Event description:
It was reported that (1) tx60b was used during a colon resection procedure. It was reported by the rep that the surgeon attempted to use the tx60b to staple across the colon. The stapler misfired and surgeon opened another tx60b and continued. No other details available. There was extended or time by two minutes.